Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(6), alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter was unable to give exact readings. This complaint is being ruled out as a reportable event due to the following conclusion: lifescan cannot confirm any inaccuracy from the data provided. The lifescan meter reading and/or laboratory meter reading were not provided. There was no indication that the product caused or contributed to an adverse event.